Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that the circumstances that led to their legs jumping around like they had electrical stimulation was that their hospital volunteer job entailed twice the amount of walking at that time and that they took calcium, magnesium, hylands for muscle cramps and rubbed magnilife for their leg cramps into their leg muscles to resolve the legs jumping around. There were no further complications reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. They were updated in the prior report, however it wasn't noted , so re-sending with this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported their device was not affected by their walking around. There were no further complications reported/anticipated.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that several/most night the patient¿s legs were jumping around like they have electrical stimulation. The patient stated last night they turned their stimulation off. The patient stated turning the stimulation off seemed to resolved the leg issue. The patient noted this has been happening intermittently most nights for the last 2 weeks. The patient stated their health care physician (hcp) told them at their last appointment to come back for a follow-up appointment in 2-3 or 3 months. There were no further complications reported/anticipated.